Event description:
It was reported that during colon resection the staples on one side of the anastomosis were formed but fell off - doughnuts said to be complete. The pt was reoperated on within 48 hrs and converted to a permanent stoma. No pt consequences were reported.

Manufacturer narrative:
.